Event description:
Pt's family member called and reported customer being hospitalized due to high bg. The cause of hospitalization (as per md) was dka, possibly due to infection. Troubleshooting was performed and pump appears to be functioning normally. Instructed customer to change set/inject as per md.